Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. The lead was capped and replaced on (B)(6) 2025. Patient was stable.